Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed for one of the occlusion alarms and the occlusion was found to be within the infusion set tubing. However, customer did not believe the occlusion was due to the infusion set tubing as the supplies had been changed multiple times. Customer's blood glucose was in the 300's mg/dl. Reportedly, customer reverted to manual injections.